Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported '0 and 1 button work intermittently' which was reproduced during testing. Evaluation observed the keypad buttons 0, 1, 7, 8 and 9 to work intermittently. The reported condition was verified. The cause was determined to be a keypad failure which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number 0 and number 1 buttons worked intermittently on a spectrum pump keypad. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.